Event description:
It was reported that the patient was presented with "gastroparesis issues" and was admitted to the hospital. A supplemental will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).